Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had to disconnect from treatment to be assisted by paramedics for dyspnea and transported to the hospital. Upon follow up, the patient contact reported that the patient was admitted to the hospital for two blood transfusions (type and volume unknown). The patient was discharged and doing better. The patient was continuing pd therapy utilizing the same liberty select cycler; however, did not complete pd therapy during the hospitalization. Upon further follow up, the pd nurse stated the blood transfusions were not related to the use of the liberty select cycler, other fresenius products, or dialysis. The shortness of breath was a result of needing the transfusions. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the event.

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had to disconnect from treatment to be assisted by paramedics for dyspnea and transported to the hospital. Upon follow up, the patient contact reported that the patient was admitted to the hospital for two blood transfusions (type and volume unknown). The patient was discharged and doing better. The patient was continuing pd therapy utilizing the same liberty select cycler; however, did not complete pd therapy during the hospitalization. Upon further follow up, the pd nurse stated the blood transfusions were not related to the use of the liberty select cycler, other fresenius products, or dialysis. The shortness of breath was a result of needing the transfusions. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the event.